Event description:
It was reported that the lead exhibited increased thresholds, and the lead was found to have pulled back. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. The defib conductor was found to be cut, and blood/body fluid was found on all conductors (not obstructed). Blood/body fluid was found on the outer tubing overlay, which was also melted, and the outer insulation was breached cut and exhibited a cosmetic depression. The lead exhibited apparent explant damage.